Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01853.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary arteries (rima) using a pod packing coils (podj) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the podj into the target vessel using the lantern; however, the podj was not packing as expected and the physician decided to remove it. While retracting the podj through the lantern, the physician encountered resistance, and the podj began to unravel. The physician then pulled the podj and it continued to unravel until it was completely removed. The procedure was completed using embolization particles. There was no report of an adverse effect to the patient.